Event description:
Reporter stated that during the product evaluation, it was discovered the up button on the infusion device is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.